Manufacturer narrative:
Device evaluation summary; the service engineer evaluated the ventilator and replaced the analog interface (ai) printed circuit board assembly (pcba). The ventilator passed all testing as per manufacturer¿s specifications. The ai pcb was returned for failure investigation. The part was visually inspected and no anomalies were noted. The ai pcb was attached to the failure investigation test ventilator and failed the power on self test with diagnostic codes recorded in the logs. The fault was isolated to component reference designator u31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator failed calibration of exhalation valve generating error codes indicating inspiratory and expiratory pressure auto zero offset failed. The ventilator was not in use on a patient at the time of the reported event.